Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation with the depleted disposable battery. The device was evaluated for premature battery depletion with no issues identified. The device passed all testing without duplicating a malfunction with all user advisories working as expected. The device was recertified and returned to the customer. Review of the device logs and clinical file from the reported event date show no battery related errors. It cannot be confirmed whether the device shut off on its own or if the device was shut down via button press. Analysis of reports of this type has not identified an increase in trend.